Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the pt's trial procedure the physician had difficulty placing the trial lead. After multiple attempts the physician eventually placed the lead at t10, however, the pt did not feel effective stimulation. The physician repositioned the lead without success. The lead was removed and procedure was abandoned.